Event description:
It was reported by service report that the fowler would not lay flat.

Event description:
It was reported by service report that the fowler would not lay flat.

Event description:
It was reported by service report that the fowler would not lay flat.

Manufacturer narrative:
Follow-up submitted with corrected serial number.

Manufacturer narrative:
CPR ball screw. Result- fowler link bracket. Clevis pin.

Manufacturer narrative:
This was inadvertently reported as a death in the outcome attributed to ae field of the initial MDR. Second follow-up submitted to correct this as there was no patient involvement or death reported.